Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of pain and pseudoaneurysm are listed as known adverse events associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device via a 6f sheath after an interventional lower extremity procedure. Reportedly, after the procedure, the patient experienced leg pain. A pseudoaneurysm was noticed. Treatment was unspecified. There was no reported clinically significant delay in the procedure. No additional information was provided.